Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17142). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was explanted and replaced due to premature eri. Battery voltage showed a drop in a short timeframe. There were no complications.